Manufacturer narrative:
If additonial information is received that changes the outcome of the investigaiton, a follow-up report will be filed.

Event description:
Proximal humerus plate was implanted (B)(6) 2024. Patient came into dr. (B)(6) office on (B)(6)2024 with the plate broken in half inside the patient's shoulder.